Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and other manufacturer's right atrial (ra) lead exhibited low, out of range pace impedance measurements. All of the other measurements were stable. Boston scientific technical services (ts) discussed options. Additional information indicates that the physician is going to continue to monitor this patient and system. There is no planned intervention at this time. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead continued to exhibit low out of range pacing impedance measurements. A revision procedure was performed where the ra lead appeared to have dislodged. The ra lead was surgically abandoned and the ICD was explanted. A new ICD and ra lead were successfully implanted.